Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was unable to access medications in the software, indicated by a failed drawer icon on the home screen and the door did not appear in the recovery options due to dirty contacts and connectors. A field service engineer determined that the emergency release lever was used to open the door, allowing recovery and contacts were cleaned, carbon grease was applied, and connectors were reformed to prevent future occurrences. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a failed storage space. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.